Manufacturer narrative:
Follow-up #1: date of submission 09/28/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box showed three loss of prime warnings had occurred associated with low force on (B)(4) 2015. The pump powered on normally and successfully performed rewind, load, and prime steps with no errors, alarms, or warnings occurring. The pump was exercised for 24 hours with no issues occurring. The force sensor calibration was found to be within required specifications. The pump casing was removed and no internal defects were found. The complaint could not be duplicated on investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump continued to emit loss of prime warnings despite changing cartridges multiple times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.